Event description:
It was reported that the patient experienced increase pain while turning stimulation settings higher. It was also noted that the ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced with a MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.